Event description:
A nurse from rptr's ER dept went to use the IV catheter & noticed debris lodged in the sheath. (The lot number was not provided). The MFR responded, after examining the problem product, & stated it was a defect (extremely rare). However, the MFR identified the debris as a mixture of paper fibers, silicone, grease, & blue polymer used in the MFR of the catheter.